Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric procedure on (B)(6) 2020 and the suture was used. During surgery, the suture broke during tissue passage. There was no harm to patient. The surgery successfully completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/27/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch plj922, and no non-conformances were identified. Additional h3 investigation summary: an opened box with thirteen unopened samples of product code 8890h, lot # plj922 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of all needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no breakage suture was found and the tested samples met the finished goods requirements.